Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the hospital for diabetic ketoacidosis and an elevated blood glucose level of over 800 (mg/dl). In an attempt to resolve the issue, the customer delivered a correction bolus. The customer went to the hospital on (B)(6) 2016, and was treated with manual injections, saline, anti-nausea medications, and antibiotics. System check with tandem technical support showed that the pump was performing as intended. The customer was released from the hospital on (B)(6) 2016, with the issue resolved and no permanent damage to the customer. Recommendation was made to consult with health care provider regarding possible factors that may affect bg levels.